Event description:
The company was informed that the patient's device was explanted due to pain. The patient is currently doing well. Advanced bionics is in the process of gathering more information. A supplemental report will be provided once further information is received.